Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer performed troubleshooting on the device. The event logs recorded transducer fault occurred. The customer performed transducer tests, exhalation differential: 34 failed. The exhalation differential press calibration failed at 0 cmh2o. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault, high rate and low ve (minute ventilation) while on a patient. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harmed associated with this event.